Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the telepack and found a patch snap stuck in the lead. The patch was removed and unit was tested to factory's specifications.